Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and label damage (stained). Blank display due to moisture damage on the electronic assemblies . Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known

Event description:
It was reported to medtronic minimed that the customer reported that pump was exposed to moisture and fluid was present in reservoir compartment. The customer reported a reservoir leak. The customer reported a blood glucose value of 353 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-332a, mmt-399a, and mmt-1884. Troubleshooting was partially performed for the high blood glucose. Troubleshooting was performed for the fluid in pump, and the customer reported that pump was exposed to moisture and fluid was present in reservoir compartment. No damage was reported to reservoir compartment or pump case. Pump passed self test. Troubleshooting was performed for the reservoir leak, and the leak passes past 2nd o ring. No further patient complications were reported. No product return is required for mmt-332a, and mmt-399a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.